Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 7-apr-2016 performed pm (preventive maintenance) according to checklist. Upgraded to ver 5.23 and enabled barcode option m. Ran qc (quality control). Performed a precision run x10. Qc within laboratory ranges. The most probable cause of the reported event was due to postponed preventive maintenance.

Event description:
On (B)(6) 2016 the customer reported receiving the preventive maintenance flag for several weeks with their hlc-723g8 analyzer. Customer reported that they have replaced the sample needle twice recently possibly because of recent z1 axis errors. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.